Event description:
It was reported that allegedly the patient's precice nail would not distract. The physician revised the nail with a new precice nail without incident.

Manufacturer narrative:
A visual inspection of the returned precice nail was observed to be undamaged. An inspection of the x-ray images of the internal components revealed a damaged anti-jam washer. The nail could not be distracted when tested with an erc and high speed magnet. A review of the lot history record for the device revealed that the device met all of the required quality inspections and that the products were released within specifications.